Event description:
In 2009, the patient reported that 3-4 weeks ago, her blood glucose measured 518 mg/dl when she woke up and she found that her insulin cartridge was empty. She stated that she did not receive the low cartridge (a1) alert on the infusion device. She stated that the a1 alert is never displayed on the infusion device when the insulin cartridge is low. She stated that she normally changes the insulin cartridge when there are more than 20 units of insulin remaining (a1 alert is displayed when only 20 units of insulin are remaining). Symptoms of elevated blood glucose were lethargy, blurred vision, fruit breath, and no energy. Her normal blood glucose level is 150-160 mg/dl. She disconnected from the infusion device and treated elevated blood glucose with insulin injections. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.